Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.